Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient¿s cgm was reading 103 mg/dl and the bg meter was reading 307 mg/dl. The patient was experiencing dizziness, confusion, was diaphoretic, drooling, and felt ¿foggy¿. The patient reported he was treated with sugar water and insulin at the hospital. However, there were no details available on what led up to the patient going to the hospital or how he got there. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.